Event description:
A doctor alleged that between six (6) different lots of sonicfill composite, black specks were present in five (5) patient's restorations after light curing the material. This is the second of five (5) reports.

Manufacturer narrative:
Specific information with regard to the patient's age, gender, and weight were not provided. Although the office identified six (6) different lots associated with the black specks, the office could not verify which lot was used on the patient. The lots involved in the alleged incidents include lot numbers 3722339, 4567016, 4775268, 4807843, 4252347, and 4814789. The office could not recall specific patient or incident details. The doctor drilled out the restoration and replaced it using a different product during the same office visit. To date, the patient is doing fine. A visual evaluation was performed on the returned product for each of the alleged lots, yielding results within specifications.